Manufacturer narrative:
A partial lead was returned in two pieces with the connector portion measuring 11.3 to 11.5cm and distal portion measured 47.2cm, 48.5 cm and 53.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in-office after receiving the vibratory patient notifier. Upon interrogation of the implantable cardioverter defibrillator, the device was non-sustained right ventricular oversensing due to noise on the right ventricular channel. The patient did not receive therapy during the oversensing. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable before, during and post procedure. The patient was checked the following morning with no issues and will continue to be followed normally.